Event description:
The initial reporter stated that the pump was not alarming. They stated that "no alarms work". Mmdg made multiple attempts to follow up with the initial reporter and obtain additional information, however they were not successful. The initial reporter did state that the complaint had occurred during testing and had not had any affect on a patient. Complaint-(B)(4).

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned to mmdg.